Manufacturer narrative:
H11: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a DHR/bhr review is not required. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the complete view of drainage catheter in which thread was completely detached from the catheter. Therefore, the investigation is confirmed for the reported thread break, and material separation issues for one device. However, there was no photos provided for review, the investigation is inconclusive for the reported thread break and material separation issues for the second device. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.